Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field: a patient age of (B)(6) years was also provided. A clarification of the correct age has been requested. Medwatch field phone number was provided as (B)(6).

Event description:
The customer stated that on (B)(6) 2017, all patient samples tested that day for ua2 uric acid ver.2 (ua) on the cobas 8000 c 702 module (c702) had high results. The customer repeated all samples and 5 samples were found to have high results that were reported outside of the laboratory. The customer provided an example of one patient sample that had an erroneous result which was reported outside of the laboratory. The sample initially resulted as 19.51 mg/dl and this value was reported outside of the laboratory to the patient. The customer received a complaint for the high result. The sample was sent to another laboratory where it was repeated twice, resulting as 3.5 mg/dl and 3.45 mg/dl. The customer then repeated the sample again on the c702 analyzer and it resulted as 3.45 mg/dl. No adverse events were alleged to have occurred with the patient. The lot number and expiration date of the ua reagent were asked for, but not provided.

Manufacturer narrative:
The ua reagent lot number was 273263. Calibration and controls did not show any issues. Several abnormal sample aspiration alarms were observed upon review of the alarm trace. The issue was determined to be caused by poor sample quality.

Manufacturer narrative:
The patient's age was confirmed to be (B)(6) years.

Manufacturer narrative:
The field service engineer did not find any issues with the analyzer. The customer has not reported any further issues.